Manufacturer narrative:
H.6. Investigation: customer returned five (5) 31gx8mm, 0.5ml bd insulin syringe samples from an open polybag from lot 9077897. Customer reported insulin syringe kit have missing needles and some of them are warped or melted. All 5 returned samples were examined, and the following was observed: - 3 samples with broken plunger rods and crushed plunger caps. - 1 loose, needle hub/shield assembly with broken barrel tip. - 1 syringe with a separated needle hub/shield assembly; no damage to the barrel tip observed. - 1 syringe with a cracked cannula shield and broken needle hub. A review of the device history record was completed for batch # 9077897 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200813704, 200813337] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 5 unspecified 0.5 ml bd syringes were damaged and still considered operable. This occurred before use. The following was reported by the initial reporter: "it was reported that the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted. Sample are available. Verbatim: customer called and stated "the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted. Sample are available."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 unspecified 0.5 ml bd syringes were damaged and still considered operable. This occurred before use. The following was reported by the initial reporter: "it was reported that the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted. Sample are available. Verbatim: customer called and stated "the doctor advised that some of the insulin syringe kit have missing needles and some of them are warped or melted. Sample are available.""